Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. The following information was provided by the initial reporter, translated from spanish to english: "damage to the tip is evident."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photos showing different views of a unit out of its packaging and its needle cover removed. Inspection of the provided photos revealed that the needle had pierced through the catheter tubing near the tip of the catheter, confirming the reported defect. It was also noted that that the needle tip was not visible beyond the catheter tip, the tab of the adapter was not aligned with the activation button, and the catheter adapter was not properly seated on the grip which indicates that the unit could have been manipulated by the user. This type of defect can occur during the manufacturing process or in the clinical setting. Since the unit was out of its original packaging, bd could not determine if the defect occurred in the user environment or during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "damage to the tip is evident."